Manufacturer narrative:
A1-a5: patient information was not provided. H11 livanova deutschland manufactures the essenz hlm, the event occurred in ireland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm showed an orange alarm related to cardioplegia pump. Reportedly the customer changed out the pump. The issue occurred during service. There is no patient involvement.